Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise on the right ventricular (rv) lead. High pacing impedance was noted. The lead was suspected to have a clavicle crush. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.